Manufacturer narrative:
An event of thrombus and potruding thread was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 06 february 2025, a 8-6mm amplatzer duct occluder ii (lot: 10395115) was chosen for implantation into patent ductus arteriosus (pda) utilizing a 6f amplatzer torqvue delivery system (lot: 10482218). The device was placed in the pda, butthe placement was not in the usual state due to the shape of the pda so the device was removed and re-examined outside of the anatomy. Upon inspection, fiber-like material (possibly thrombus) was observed attached to the occluder along with threads. As a precaution, the occluder and delivery system were exchanged. No additional anticoagulant was given. The replacement 8-6mm amplatzer duct occluder ii was implanted successfully utilizing a 6f amplatzer torqvue delivery system. There were no adverse patient consequences.